Event description:
A report was received that the patient had swelling at the generator site. The ipg site was drained. The physician did not suspect infection but antibiotics were prescribed. The swelling was resolved. No further course of action.

Event description:
A report was received that the patient had swelling at the generator site. The patient was seen twice to get the pocket site drained. The physician did not suspect infection but antibiotics were prescribed. The swelling was resolved. No further course of action.